Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6) 2022 with non-sustained right ventricular oversensing alert. During examination, it was noted that the right ventricular (rv) lead was oversensing noise. No programming changes were made. The patient was in stable condition.